Event description:
It was reported that the patient presented with delayed automatic mode switching due to under-sensing on the implantable cardioverter defibrillator. Programming changes were made. Patient condition was stable.